Event description:
Customer reports that pledget attached to suture was fraying and felt was coming off while surgeon was performing a cardiac valve replacement. There are no reported adverse consequences to the pt related to this event.